Event description:
It was reported the pacemaker had exhibited premature battery depletion. The device was explanted and replaced. The patient was stable. Further information was requested but not received.

Manufacturer narrative:
Additional information: upon receiving new information, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
New information received indicated there was no allegation of premature battery depletion. The device was explanted for normal depleted battery. The patient was stable.